Manufacturer narrative:
A review of the mfg records for the reported lot number indicated all device specifications and quality requirements were satisfied. Attempts are being made by the firm to obtain further detail regarding the incident including but not limited to effect on the pt. The reported defective device has been returned to the MFR and an investigation into the root cause for event is currently in progress. The results of the device eval will be sent via a f/u medwatch. (B)(4).

Event description:
A pt of unk age and gender presented for a nanoknife ablation procedure. During the procedure the treating physician noted high current. It was reported by the treating physician that the high current never came close to 50 amps. The used device has been returned to angiodynamics for eval.